Manufacturer narrative:
Update to d4: lot number.

Event description:
According to the customer, the nebulizer stopped working during use. The customer reported her son was unable to receive his "albuterol" prescribed "as needed for allergies", and as a result they received a prescription for an albuterol inhaler their doctor.

Manufacturer narrative:
According to the customer, the nebulizer stopped working during use. The customer reported her son was unable to receive his "albuterol" prescribed "as needed for allergies", and as a result they received a prescription for an albuterol inhaler their doctor. The customer reported that her son is doing "fine". No additional details are available related to the customer reported issue. The customer did not report any serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.